Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that high pump power values and high estimated flows were observed on the history screen. The patient was asymptomatic. The log file data was reviewed and contained an increase in pump power and a decrease in average pulsatility index. The patient was treated with heparin to achieve a therapeutic inr. The patient's lactate dehydrogenase (ldh) level had peaked at 580 u/l and began trending downward; however, on (B)(6) 2015 ldh levels were elevated to 600-900 u/l and kept rising. The pump was explanted due to suspected thrombosis and replaced with another manufacturer's device.

Manufacturer narrative:
The evaluation of the pump revealed laminated depositions on the inlet bearing cup and rotor bearing ball. The inlet bearing cup revealed a white, tissue-like deposition and the rotor bearing ball revealed a dark red, tissue-like deposition. Both depositions had a ring-like structure, and the deposition on the bearing ball was consistent with denatured blood. These are indications that the depositions likely developed over a period of time while the pump was supporting the patient; however, the origins and the duration of their presence in the pump could not be conclusively determined. Although a specific cause for the observed depositions could not be conclusively determined through this evaluation, the depositions were partially obstructing the blood flow path and could have contributed to the reported elevated lactate dehydrogenase, elevated pump power and thrombus symptoms. In addition, the evaluation of the pump also revealed a twist in the sealed outflow graft prior to removing the bend relief. There was no evidence of adhered depositions or thrombus formations at this location, although a twist in the sealed outflow graft could have also affected the pump flow during pump operation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.